Event description:
User reported the waste tubing from the back of the instrument was cracked and leaking, causing water to leak onto the floor behind the instrument and into a walkway. No patient samples were running at the time of the event. No injuries or adverse events were reported. The field service rep repaired the waste line. Performance tests were performed.